Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime, no delivery test due to unresponsive button. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump had numbers scrolling on the screen after pressing the act button. Customer also stated that the act button only works intermittently. Customer reported that this issue had been occurring for the past week. Customer reported having a blood glucose level as high as 365 mg/dl. Most recent blood glucose level at the time of the call was 199 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.